Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant had an impella 5.5 pump support ongoing for a percutaneous coronary intervention and then in the intensive care unit (ICU). While on support in the ICU, the patient did go into heart block and a pacer was placed. The pump was explanted and upon explant, a cerebral vascular accident was noted exhibiting signs of stroke confirmed on imaging. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation into stroke/cva and heart block has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.